Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a deformed patient adapter. Functional testing including leak, clear passage, clamp function and integrity testing were performed; leak and integrity testing revealed a leak between the in-lab titanium adapter and transfer set patient adapter. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set was "idled" and could not connect to the titanium adaptor. This occurred during preparation of peritoneal dialysis therapy. The adaptor was still used. There was no patient injury or medical intervention associated with this event. No additional information is available.